Event description:
Approximately four years and five months post heartware lvad implantation, the patient reported that she experienced a pump stop and red alarm when attempting to exchange power sources. The controller was removed from the patient and a new one was supplied. No harm or injury to the patient was reported as a result of this incident. Preliminary log analysis review confirmed several pump stops in the weeks prior to the patient's visit. Batteries associated with the event have been requested for analysis.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The patient experienced a pump stop when removing one power source during a battery exchange. There was no reported patient injury related to this even. The controller and all four (4) batteries were exchanged and returned to the manufacturer. Three (3) of the four (4) batteries returned were not evaluated since they were removed from the market as part of fsca apr2014.1 and were destroyed as part of the required actions; therefore, the device(s) is not available for analysis. The remaining battery was evaluated and found to have reached end-of-life. Evaluation of the controller found the root cause of the reported event to be an out of specification component in the power socket which did not allow proper contact with the battery source. This issue has been addressed and corrected by the manufacturer. The root cause of the reported "poor mechanical connection" event is an out of specification component in the power socket which did not allow proper contact with the battery source. Complaints of this nature will continue to be trended and tracked. Z-1607-2014. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of five reports (3007042319-2014-00164, 3007042319-2016-00220, 2016-002221, 2016-00222 and 3007042319-2014-00223) submitted for devices related to the same event.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.